Event description:
It was reported that a technician, trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, resistance was felt while advancing the thumb advancer during clip delivery and the thumb advancer could not be fully advanced. Although the sheath was reported to be elongated and shredded, there were no missing portions of the sheath. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Sample not available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10e03019, h10d17467) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Product surveillance spoke with the peritoneal dialysis nurse on (B)(6) 2010 regarding an unrelated issue. The nurse stated the patient contracted peritonitis on (B)(6) 2010. The patient's condition is ongoing and improved. The patient has been retrained on technique. The nurse stated the patient would have discarded the sample, no companion sample would be available, and the lot number would be unknown.